Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient called with questions regarding the micro sized implant as her doctor mentioned it to her, and she wanted to know if there were any studies being done for said product. Stated she was too thin for her current implant and it was being pushed out of the pocket her implant was placed in. On (B)(6) 2019 patient explained she was interested in a smaller device because she is thin, her weight fluctuates between (B)(6) and (B)(6) due to her pre-existing gastro issues. Her device is protruding from the pocket and is uncomfortable. Patient doesn¿t know whether pocket will need to be revised. Patient was advised to contact their doctor. No further complications were reported or are anticipated.